Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a faulty usb port, and last error code 46442. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the devices universal serial bus (usb) port was faulty, last error code 46442 during testing¿ was confirmed with review of event log. Unable to duplicate the reported problem. The probable cause was unknown. Further investigation found cracked battery door, downstream occlusion (dso) seal delaminating, and power button damaged, replaced battery door, dso seal, and power button. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.